Event description:
It was reported that during the procedure, physician was unable to engage helical flange plug into the screw. The screw was removed and replaced resulting in delay of at least thirty minutes. Patient outcome: no adverse effect reported as a result of this event.